Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that although the output was programmed to 2.5v, 5.0v and 7.5v, the measured data showed that the delivered output was always 2.0v. The device was subsequently replaced.